Manufacturer narrative:
Currently, is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that insulin leaked past the o-rings of the reservoir during priming as well as during normal use. It was stated that the o-rings were malformed in the package. Nothing further was reported.